Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.

Manufacturer narrative:
On (B)(6)2023 the distributor reported the following additional information: there is no indication in the pump history of an issue charging the pump and there was no issue connecting or disconnecting the usb cable from the usb port. The pump is functioning as intended. This event does not meet MDR requirements as defined by 21 cfr 803.